Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
(B)(4). Investigation confirmed that the plastic covering the lcd was cracked/broken; however, the ldc was not damaged. It was also noted that the meter label was smeared so the serial # was not visible at the time of the initial complaint. The meter was downloaded and the serial # was confirmed to be (B)(4).

Manufacturer narrative:
(B)(4). Evaluation were not included with follow-up #1 in error.